Event description:
During review of the patient's programming history on (B)(6) 2012, it was discovered that on (B)(6) 2010, the patient was interrogated and found programmed to faulted system diagnostics test settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient's previous visit was (B)(6) 2009 and the patient was programmed to output=0.75ma/frequency=20hz/pulse width=500usec/on time=60sec/off time=5min/magnet output=0.75ma/magnet pulse width=250usec/magnet on time=60sec. It is unknown when the faulted system diagnostics test occurred that changed the patient's settings.

Manufacturer narrative:
Analysis of programming history.